Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer skin graft mesher was snagging the skin. Add'l clinical f/u determined that there was a damage to the initial graft as a result of the device snagging the skin, but there was a part that was usable. An add'l graft was required to finish the surgery. There was no add'l pt harm reported and the surgery was completed using the same device without delay.